Manufacturer narrative:
H6: investigation summary: a complaint of leakage at the drip chamber was received from the customer. Two samples were returned for investigation. Through visual inspection the customer complaint was confirmed. The drip chambers on the sets had separated. No damage was seen at the connection site. Traces of solvent could not be seen at the connection site. A device history record review could not be performed on model 10013364t because a lot number was not provided by the customer. The root cause for this issue is an insufficient amount of solvent being added to the connection site. This makes the drip chamber easily separated from the rest of the set. H3 other text: see h10.

Event description:
It was reported 2 bd alaris smartsite texium secondary sets had leakage issues. The following information was provided by the initial reporter: "we just had another incident today where a nurse ended up wearing the majority of a cytarabine dose due to this same leak."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported 2 bd alaris smartsite texium secondary sets had leakage issues. The following information was provided by the initial reporter: "we just had another incident today where a nurse ended up wearing the majority of a cytarabine dose due to this same leak."